Event description:
It was reported that the 9800 system intermittently would display an open door error on boot up. Rebooting unit would clear error and procedure would continue. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the external interface board. Replaced the external interface board. The system was tested and found to be working as intended and placed back into service.